Event description:
It was reported that pump had downstream occlusion. There was no reported patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received. A visual inspection found that the downstream occlusion (dso) seal was degraded. During the functional testing, the device failed the downstream occlusion test given that pressure was below the range (5psi). To rule out sensor failures or malfunctions a calibration adjustment was performed. The dso seal was replaced and the device passed all testing.